Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-54237,2032227-2014-54238.

Event description:
It was reported that the customer had three separate hospitalizations. Customer's blood glucose level was 500 mg/dl at the time of the 911 call. Customer was hospitalized due to high blood glucose levels on (B)(6) 2014. Customer's blood glucose level kept rising and she got weak and fell. Customer's husband had a hard time getting her up. Emergency medical services was called. Customer had pneumonia and a urinary tract infection. Customer also previously had a heart attack. Customer had diabetic ketoacidosis and was hospitalized for 3-4 days. Customer was given insulin manually. Customer was not wearing the pump at the time of the call. Customer was off the pump since (B)(6) 2014. No additional information provided.